Event description:
Boston scientific received information that during the implant procedure, after this balloon catheter was inserted, a venogram revealed a coronary dissection. This dissection was noted on the second venogram performed. No intervention was performed for this dissection, however an attempt to implant the left ventricular lead was unsuccessful as the lead could not be advanced through the coronary sinus. The lead was discarded and the left ventricular lead port was capped. A further procedure will be performed in the future to implant the left ventricular lead. Post procedure acceptable measurements were obtained. No adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, this balloon catheter was discarded by the facility. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.